Event description:
A site reported that during navigation the system was showing that they were out of the airway and they could not tell where they were going. The site reregistered the pt and encountered the same result. The site then manually registered the pt and the system continually kept telling them to reacquire the mc. They were able to navigate and biopsy. Then the site switched to the next target, again they encountered the problem of appearing out of the airway. Therefore, the physician decided not to attempt navigating to that lesion. The physician returned to the CT scan and planned a new path to the lesion. They navigated to the lesion, but when attempting to biopsy the needle brush pushed the ewc out of position and at this point the physician discontinued the rest of the procedure with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
The first biopsy was successful. The physician reached the second lesion but had difficulty with navigation and the case was discontinued. There is no indication that the system malfunctioned. There was no pt injury. The site has since performed three successful cases. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.